Manufacturer narrative:
Method: photographic inspection; wear testing. Device history records indicate the product likely left manufacturer conforming to print and specifications. Examination of returned device revealed evidence of heavy use and material fatigue. The root cause of the event is mostly likely a combination of bending overload and not inspecting the device for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. There are warnings in the package insert that this type of event can occur. Under care and handling of instruments, it states, "inspect the instrument case and instruments for damage upon receipt and after each use and cleaning."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instrument, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling". Product requested, not yet received.

Event description:
During a procedure, the tibial punch fractured. All pieces were removed from the patient.